Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected turbine driver circuit board assembly is available for analysis and was ordered for returned. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the device turned on normally for the first time. After five minutes of shutdown, when turning on the ventilator the device displays motor fault alarms. The customer reported the turbine drive board indicator is red and the power supply board is hot. The customer determined the most likely cause of the reported event is the turbine driver printed circuit board assembly. The customer reported there is no patient involvement associated with the event.